Manufacturer narrative:
Film evaluation summary: the reported infolding was confirmed on the films received. An endoleak was observed on the procedural angiogram video taken after implantation of the endurant iis stent graft system, however, cause and subtype of this endoleak could not be conclusively determined. Selective angiograms including endoleak interrogation ( i.e. Injecting contrast from different levels within the stent graft) could allow for a more comprehensive determination of the endoleak subtype, source/cause, but this was not available for review. This could have been a type IV or a type ia endoleak. A likely type ia endoleak most likely caused by the infolding and type ii endoleak from patent lumbar arteries were observed on CT imaging at one month post index procedure. . The cause of the infolding could not be determined and there was no stent graft excessive oversizing that could have been attributed to this event. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. B5; additional information received: it was reported that endoanchors were implanted during the index procedure. The reason for implantation of endoanchors was because the patient was relatively young, and the proximal neck was angulated and conical. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 59mm abdominal aortic aneurysm. The diameter at the renal artery at implant was 25.8mm and 30mm in length, with an angulation of 55 degrees. Mild vessel tortuosity and minimal calcification at implant was noted. It was reported the one month follow up CT shows infolding of the 32mm endurant iis stent graft. No endoleak was identified. Per the physician the cause the infolding is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: review of post-implant cts from approximately 8 months post-index procedure showed no evidence of an infold. A type ii endoleak from patent lumbar arteries and inferior mesenteric artery was observed. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received it was reported that the suprarenal diameter 15mm above the renal arteries was 30mm, the proximal neck diameter at the lowest renal artery measured 26mm, then tapered down to 24mm, then back out to 28mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.